Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions the device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
Further information was requested but not received. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Further information was requested but not received.